Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that the infusion set fell off during use which led to hyperglycemia. The infusion set was in use for about 2 days. Blood glucose level was 150-160 mg/dl. No further information was available.